Event description:
A health professional reported via literature article that during separate cataract surgeries, multiple patients experienced problems with removal of ophthalmic viscoelastic device was difficult after intraocular lens insertion. The patients experienced high intraocular pressure postoperatively. The high iop was treated with antibiotic and steriod medications. The current patients condition was not provided. Additional information could not be obtained as this is an old literature article.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation: rasik b vajpayee, kamna verma, rajesh sinha, jeewan s titiyal, rm pandey and namrata sharma. Comparative evaluation of efficacy and safety of ophthalmic viscosurgical devices in phacoemulsification. Bmc ophthalmology. 2005, pages 01-06. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. No product returned for evaluation. Inconclusive, no product returned: as no product returned and all initial testing results are within specification a conclusive root cause could not be determined. All batches are released according to the required specifications. No product returned/insufficient information: as no product is returned, the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).